Event description:
This notification is being reviewed due to a user of a dreamstation CPAP pro device with an allegation of error code present. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third-party service center for evaluation. During evaluation, there was evidence of foam degradation.